Event description:
It was reported that after use at the user facility, the device kept running after it was shut off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the device was able to run in safe mode without being activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.